Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device displayed a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
It was confirmed by the service technician the device displayed a bias current error during the functional evaluation. Upon disassembly, a damaged potted trigger assembly and a worn trigger shaft were found. Since the device was a loaner unit, it will not be returned to the user facility.

Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device displayed a bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.